Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and last titrated on (B)(6) 2025, where therapy amplitude was reduced from 6ma to 1.6ma. On (B)(6) 2025, titration was attempted but the patient felt jaw tightening and a decision was made not to proceed. On (B)(6) 2025, the patient was seen for a follow up and requested to have the therapy turned off and their device explanted as they complained that they experienced persistent facial numbness and swelling, numbness of their right ear, change in their voice and pain at the neck incision site, and reduced range of motion in head and neck post barostim implant. The patient reported that they experienced initial improvements in hf symptoms post op however the device did not meet their expectation. The patient's device output was reduced gradually and then turned off. The patient was seen for a follow and requested to have the device explanted. The patient was working with their physician to get referred to a vascular surgeon to get this accomplished. Per the opinion of the physician, the root cause of the patients voice change was possibly complications from the surgery. The patient experienced increased shortness of breath, hearing loss, struggle with speaking, brain fog and low blood pressure since their therapy was deactivated. The patient was seen on (B)(6) 2025 to reactivate their therapy at the request of the physician and their therapy was set to 3.4ma with no complaints of stim. They were scheduled for a follow up in january.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and last titrated on (B)(6) 2025, where therapy amplitude was reduced from 6ma to 1.6ma. On (B)(6) 2025, titration was attempted but the patient felt jaw tightening and a decision was made not to proceed. On (B)(6) 2025, the patient was seen for a follow up and requested to have the therapy turned off and their device explanted as they complained that they experienced persistent facial numbness and swelling, numbness of their right ear, change in their voice and pain at the neck incision site, and reduced range of motion in head and neck post barostim implant. The patient reported that they experienced initial improvements in hf symptoms post op however the device did not meet their expectation. The patient's device output was reduced gradually and then turned off. The patient was seen for a follow and requested to have the device explanted. The patient was working with their physician to get referred to a vascular surgeon to get this accomplished. Per the opinion of the physician, the root cause of the patients voice change was possibly complications from the surgery. The patient experienced increased shortness of breath, hearing loss, struggle with speaking, brain fog and low blood pressure since their therapy was deactivated. The patient was seen on (B)(6) 2025 to reactivate their therapy at the request of the physician and their therapy was set to 3.4ma with no complaints of stim. The patient was seen for a follow up on (B)(6) 2026 and it was confirmed that the patients' symptoms resolved.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and last titrated on (B)(6) 2025, where therapy amplitude was reduced from 6ma to 1.6ma. On (B)(6) 2025, titration was attempted but the patient felt jaw tightening and a decision was made not to proceed. On (B)(6) 2025, the patient was seen for a follow up and requested to have the therapy turned off and their device explanted as they complained that they experienced persistent facial numbness and swelling, numbness of their right ear, change in their voice and pain at the neck incision site, and reduced range of motion in head and neck post barostim implant. The patient reported that they experienced initial improvements in hf symptoms post op however the device did not meet their expectation. The patient's device output was reduced gradually and then turned off. The patient was seen for a follow and requested to have the device explanted. The patient was working with their physician to get referred to a vascular surgeon to get this accomplished.

Event description:
A barostim system was implanted on (B)(6) 2024, and last titrated on (B)(6) 2025, where therapy amplitude was reduced from 6ma to 1.6ma. On (B)(6) 2025, titration was attempted but the patient felt jaw tightening and a decision was made not to proceed. On (B)(6) 2025, the patient was seen for a follow up and requested to have the therapy turned off and their device explanted as they complained that they experienced persistent facial numbness and swelling, numbness of their right ear, change in their voice and pain at the neck incision site, and reduced range of motion in head and neck post barostim implant. The patient reported that they experienced initial improvements in hf symptoms post op however the device did not meet their expectation. The patient's device output was reduced gradually and then turned off. The patient was seen for a follow-up and requested to have the device explanted. The patient was working with their physician to get referred to a vascular surgeon to get this accomplished. Per the opinion of the physician, the root cause of the patients voice change was possibly complications from the surgery.

Manufacturer narrative:
Updated fileds: a4, a6, b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).